Event description:
Purchased a rolled gauze. Sterile bandage from walgreens. The bandage is in a clear celophane sealed package. There is a human hair in that package. The package remains unopened. Product is a walgreens product.